Event description:
Reportedly, the patient complained about dizziness. On october 31st, at hospital the device was interrogated and both a & v egm had a pulsed noise (all pulses with a distance of 125ms). Patient reported she uses deaf hearing aids. On november 9th, patient was interrogated but any noise episode was found. Rate response parameter was re-programmed to "no" because an interference with mv is suspected. R wave seems to be not represented on the egms when the pulsed noise appears..

Manufacturer narrative:
Episodes of oversensing on both channels (atrial and ventricular) on specific days and times are observed. No egm signals are seen during the occurrence of this oversensing. The origin of the observed noise could not be determined with certainty. Based on the above observations, the most likely hypothesis is that result from electromagnetic interferences (emi). Based on the available data, no issue is suspected on the subject pacemaker. This complaint is recorded for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient complained about dizziness. On october 31st, at hospital the device was interrogated and both a & v egm had a pulsed noise (all pulses with a distance of 125ms). Patient reported she uses deaf hearing aids. On november 9th, patient was interrogated but any noise episode was found. Rate response parameter was re-programmed to "no" because an interference with mv is suspected. R wave seems to be not represented on the egms when the pulsed noise appears..